Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-6480 dualwave¿ arthroscopy pump serial number: (B)(6) was received for investigation. Visual evaluation of the returned device noted no apparent issues. Upon functional testing, it was found that the returned device was malfunctioning. Further testing was conducted by product engineering, and it was found: the ar-6480 unit (s/n (B)(6)) was received by product engineering. No fault was observed when the unit was powered on. The pump was then setup in an "inflow-only" configuration with a set pressure of 50 as shown on the front panel display and the inflow pump was enabled. No fault was observed. Next, in an effort to determine if a power supply failure could cause the reported issues, the 24v supply was removed from the circuit and an external 24v supply was used to inject a number of disturbances (likely to cause erratic behavior of the electronics) onto the 24v rail. No erratic or unexpected behavior was observed. In order to rule out any time dependance of the failure, the pump was then allowed to remain in a run condition for an extended period of time. After a period of approximately 200 minutes, regulating at a pressure of 35 as displayed on the front panel, the pump was disabled and immediately enabled. The pump was observed to not function upon being enabled and a pressure fault message was displayed. Again, no erratic behavior was observed. The pressure fault message was generated as a result of the pump motor failing to rotate upon being enabled, leading to no fluid flow. In this case, the failure message is correct operation of the pump. The pump motor failing to rotate could be caused by a couple of conditions, both of which could be caused by an intermittent connection or failure of the drive electronics: the pump motor is not receiving the drive signal from the microcontroller. The 24v supply is not being applied to the motor. The apparently intermittent nature of the reported issue could be explained by a few conditions: loose connection in the wire harness. Loose connections in the wiring harness could be a result of poor crimping of a connector terminal, a damaged connector housing, damaged wire, etc. Cold solder joint. Cold solder joints occur due to improper soldering techniques. Cold solder joints can lead to a number of connection issues including intermittent connections. Broken solder joint. Broken solder joints can occur when a cold solder joint is stressed to point of failure. The failure could result in an intermittent connection.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device had a pressure error. The problem was noticed before the surgery. There was no harm for the patient, operator or third party reported. There was no case involvement reported. No further information received. Update kpilz 03-jul-2024: it was reported that during a surgery after 20 min (+ or -) a pressure error occurred. There was no harm for patient, operator or third party. The surgery was finished successfully using the force of gravity. It was not necessary to switch the surgical technique or do a second surgery.